Event description:
On an unspecified date, the consumer reported using breathe right nasal strips approximately 3 times per week. On an unspecified date in (B)(6) 2024, the consumer developed a lesion on the left side of her nose. She thought it was a pimple at first. She continued to use the nasal strips and applied the strip above the area. The area appeared to be slowly healing. On an unspecified date, the consumer contacted her primary care provider (pcp) regarding the issue who referred her to a dermatologist. On an unspecified date in early (B)(6) 2024, she visited a dermatologist who performed a biopsy of the area. The biopsy showed she had basal cell carcinoma. She was prescribed a topical ointment to apply to the area and was referred to an oncologist. The dermatologist did not specify if she should discontinue use of the product nor if product use was related to the event. She last used the product on (B)(6) 2024. The consumer did not see an oncologist. On (B)(6) 2024, the consumer saw her pcp. The consumer noted that her pcp thought that the product could be related to the event. The pcp did not perform any further diagnostic testing or prescribe any treatments. The consumer did not have product information or the product package. No additional information was provided.

Manufacturer narrative:
The consumer reported using the product for many years. She stated she no longer has the product. An investigation cannot be conducted without product information. This report is made by fch without prejudice and does not imply and admission or liability for the incident or its consequences.